Event description:
A report was received that the patient was experiencing discomfort at the ipg site. It was noted that the patient had a very thin frame and ipg position on the flank was uncomfortable. The patient underwent a pocket revision procedure wherein the ipg was relocated to the stomach and new extensions were added. The patient was doing well postoperatively.